Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the implant attempt, there was placement difficulty with both of the right ventricular (rv) leads. During repositioning attempts, the helix malfunctioned on both leads when the physician attempted to extend it. The rv leads were not implanted and a third lead was used. No patient complications have been reported as a result of this event.